Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, no sutures were present when the device was removed from the patient. A second and third proglide devices were used with the same results. Hemostasis was achieved with an non-abbott device. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Additionally, (B)(4) unused sterile representative sample devices with the same part and with lot number 05186h, related to this product experience are returning for evaluation; however, not yet received. A follow-up report will be submitted with all additional relevant information two proglide devices, lot# 040416h and lot# 050186h, referenced are being reported under a separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation found that both cuffs successfully captured the needles during the plunger deployment. The link was detached at the swage end of the posterior cuff while retracting the needle plunger, resulting in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors can include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques; however, the suture was returned intact. There was no indication that the suture and/or link were dragged through the suture bearing and/or device while retracting the needle plunger which could have contributed to the detected link break. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to the link break. Also, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment which could have caused the link to detach at the swage end of the posterior cuff. Based on the reported information and the investigation findings, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no similar incidents. Overall, there does not appear to be any indication of a lot specific product quality deficiency. Additionally 36 sterile, unused devices were returned for evaluation with lot numbers: 050186h, 040416h, 030406h, 040106h, 030266h, 040366h, 040306h, 030126h. Functional testing was performed and one device from lot 040416h was found out of specification. The detected failure was the posterior cuff-to-needle tip detachment during the needle plunger retraction. That unused, sterile device is being reported under a separate medwatch report.